Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified further. As the reprocessing of the device was confirmed as being performed within specifications of the instructions for use, no further cause could be surmised for this suggested phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed that the customer evis lucera elite colonovideoscope was returned to the olympus repair center for a reported ¿up-angle play, lack of angle¿. The customer reported problem was found during an unspecified event. During the repair evaluation, the air/water nozzle at the distal end of the scope was found to have a foreign object. This report is being submitted to capture the foreign object in the nozzle. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, bending angle is insufficient and the play of the angulation knob is out of specification due to the elongation of the angle wires. Additionally, the air/water nozzle at the distal end of the scope was found to have a foreign object due to insufficient cleaning. The foreign object is unknown. The clogged air /water nozzle is causing reduced flow. The inspection also noted the following: a part of the bending section cover adhesive is cloudy, cracked and missing. The distal tip cover has indentations. Parts of the adhesive of the objective lens is cloudy and coming off. The light guide lens adhesive is cloudy. There are also scratches to the distal tip cover, switch 1 and switch 2 and on the protective boot cover. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.